Event description:
It was reported by a member of the cardiac cath lab at the hospital, that the patient developed a retroperitoneal bleed following deployment of the angio-seal device. The patient has reportedly recovered. No additional information is available regarding this event. Several attempts to obtain additional information from the hospital have been unsuccessful.